Event description:
It was reported to philips that the allura device would not boot up correctly. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified there was no display on the screen. Upon functional testing fse identified that the host pc was defective. The fse replaced the defective host pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.